Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') and hernia ('hernia') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, overweight, umbilical hernia, arthritis and umbilical hernia. Previously administered products included for prevent pregnancy: depo-provera from 2009 to 2010, depo-provera from 2007 to 2008 and ocp from 2005 to 2006; for an unreported indication: mirena in 2011 and lo loestrin from 2005 to 2006. Concurrent conditions included allergic rhinitis, ovarian cyst, hematuria, hematuria, adnexa uteri cyst, photophobia, numbness in face, tunnel vision, aura, pelvic congestion, endometriosis, cervix inflammation and dysfunctional uterine bleeding. Concomitant products included diclofenac, methocarbamol and naproxen. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced asthenia ("weakness"), hot flush ("hormonal changes describe: hot flashes"), sleep disorder ("sleep disturbances"), abdominal distension ("bloating / severe bloating"), menometrorrhagia ("heavy irregular periods"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced rash macular ("red patches on skin/ rashes or skin conditions type: yes") and rash pruritic ("rash and itching"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder") and irritable bowel syndrome ("ibs"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hernia (seriousness criterion medically significant), stress ("psychological or psychiatric problems condition: high stress level"), abdominal pain ("abdominal pain") and cyst ("cyst"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, rheumatoid arthritis, asthenia, hot flush, sleep disorder, abdominal distension, menometrorrhagia, vaginal haemorrhage, rash macular, rash pruritic, depression, anxiety, stress, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, alopecia, abdominal pain, irritable bowel syndrome and cyst outcome was unknown, the migraine was resolving and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, asthenia, back pain, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hernia, hot flush, irritable bowel syndrome, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash macular, rash pruritic, rheumatoid arthritis, sleep disorder, stress, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: current weight 148 lbs. Discrepancy noted: on (B)(6) 2013: hysterosalpingogram (hsg) showing total bilateral occlusion while (B)(6) 2015: transvaginal ultrasound (tvu) unilateral occlusion (left tube occluded) was mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.; on (B)(6) 2013: satisfactory wire occlusion of fallopian tubes. Ultrasound scan vagina - on (B)(6) 2015: unilateral occlusion (left tube occluded). Pelvic pain, abdominal distention, headache, migraine, arthritis, menometrorrhagia, menorrhagia, vaginal hemorrhage, hot flashes, fatigue, alopecia, nausea. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event lower back outcome added as not recovered / not resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, overweight, umbilical hernia, arthritis and umbilical hernia. Previously administered products included for prevent pregnancy: depo-provera from 2009 to 2010, depo-provera from 2007 to 2008 and ocp from 2005 to 2006; for an unreported indication: mirena in 2011 and lo loestrin from 2005 to 2006. Concurrent conditions included allergic rhinitis, ovarian cyst, hematuria, hematuria, adnexa uteri cyst, photophobia, numbness in face, tunnel vision, aura, pelvic congestion, endometriosis, cervix inflammation and dysfunctional uterine bleeding. Concomitant products included diclofenac, methocarbamol and naproxen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced asthenia ("weakness"), hot flush ("hormonal changes describe: hot flashes"), sleep disorder ("sleep disturbances"), abdominal distension ("bloating / severe bloating"), menometrorrhagia ("heavy irregular periods"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced rash macular ("red patches on skin/ rashes or skin conditions type: yes") and rash pruritic ("rash and itching"). In (B)(6) 2014, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder") and irritable bowel syndrome ("ibs"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hernia ("hernia"), stress ("psychological or psychiatric problems condition: high stress level"), abdominal pain ("abdominal pain"), cyst ("cyst"), flatulence ("sever bloating/gas") and dysuria ("sever bloating/gas, when I pee I feel alot of pressure"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, rheumatoid arthritis, asthenia, hot flush, sleep disorder, abdominal distension, menometrorrhagia, vaginal haemorrhage, rash macular, rash pruritic, depression, anxiety, stress, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, alopecia, abdominal pain, irritable bowel syndrome, cyst and flatulence outcome was unknown, the migraine was resolving and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, asthenia, back pain, cyst, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, flatulence, gastrointestinal disorder, genital haemorrhage, headache, hernia, hot flush, irritable bowel syndrome, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash macular, rash pruritic, rheumatoid arthritis, sleep disorder, stress, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted: (B)(6) 2013: hysterosalpingogram (hsg) showing total bilateral occlusion while (B)(6) 2015: transvaginal ultrasound (tvu) unilateral occlusion (left tube occluded) was mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015; total bilateral occlusion.; on (B)(6) 2013: satisfactory wire occlusion of fallopian tubes. Ultrasound scan vagina - on (B)(6) 2015; unilateral occlusion (left tube occluded). Amendment: the report was amended for the following reason: the case (B)(4) duplicate of this case (B)(4) , all data transferred in this case. New additionally added sever bloating/gas, sever bloating/gas, when I pee I feel alot of pressure,. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') and hernia ('hernia') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, overweight, umbilical hernia, arthritis and umbilical hernia. Previously administered products included for prevent pregnancy: depo-provera from 2009 to 2010, depo-provera from 2007 to 2008 and ocp from 2005 to 2006; for an unreported indication: mirena in 2011 and lo loestrin from 2005 to 2006. Concurrent conditions included allergic rhinitis, ovarian cyst, hematuria, hematuria, adnexa uteri cyst, photophobia, numbness in face, tunnel vision, aura, pelvic congestion, endometriosis, cervix inflammation and dysfunctional uterine bleeding. Concomitant products included diclofenac, methocarbamol and naproxen. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced asthenia ("weakness"), hot flush ("hormonal changes describe: hot flashes"), sleep disorder ("sleep disturbances"), abdominal distension ("bloating / severe bloating"), menometrorrhagia ("heavy irregular periods"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced rash macular ("red patches on skin/ rashes or skin conditions type: yes") and rash pruritic ("rash and itching"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder") and irritable bowel syndrome ("ibs"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hernia (seriousness criterion medically significant), stress ("psychological or psychiatric problems condition: high stress level"), abdominal pain ("abdominal pain") and cyst ("cyst"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, rheumatoid arthritis, asthenia, hot flush, sleep disorder, abdominal distension, menometrorrhagia, vaginal haemorrhage, rash macular, rash pruritic, depression, anxiety, stress, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, alopecia, back pain, abdominal pain, irritable bowel syndrome and cyst outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, asthenia, back pain, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hernia, hot flush, irritable bowel syndrome, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash macular, rash pruritic, rheumatoid arthritis, sleep disorder, stress, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: current weight 148 lbs. Discrepancy noted: (B)(6) 2013: hysterosalpingogram (hsg) showing total bilateral occlusion while (B)(6) 2015: transvaginal ultrasound (tvu) unilateral occlusion (left tube occluded) was mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram on(B)(6) 2013: total bilateral occlusion.; on (B)(6) 2013: satisfactory wire occlusion of fallopian tubes.. Ultrasound scan vagina on (B)(6) 2015: unilateral occlusion (left tube occluded). Pelvic pain, abdominal distention, headache, migraine, arthritis, menometrorrhagia, menorrhagia, vaginal hemorrhage, hot flashes, fatigue, alopecia, nausea most recent follow-up information incorporated above includes: on(B)(6) 2019: pfs received: events added cyst, hernia and gastrointestinal disorder. Events onset date, concomitant drug and medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, overweight and umbilical hernia. Previously administered products included for prevent pregnancy: depo-provera from 2009 to 2010, depo-provera from 2007 to 2008 and ocp from 2005 to 2006; for an unreported indication: mirena in 2011. Concurrent conditions included allergic rhinitis, ovarian cyst, hematuria, hematuria, adnexa uteri cyst, photophobia, numbness in face, tunnel vision, aura, pelvic congestion, endometriosis, cervix inflammation and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), sleep disorder ("sleep disturbances"), abdominal distension ("bloating / severe bloating"), menometrorrhagia ("heavy irregular periods"), asthenia ("weakness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash macular ("red patches on skin/ rashes or skin conditions type: yes"), rash pruritic ("rash and itching"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), stress ("psychological or psychiatric problems condition: high stress level"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, rheumatoid arthritis, hot flush, sleep disorder, abdominal distension, menometrorrhagia, asthenia, vaginal haemorrhage, rash macular, rash pruritic, depression, anxiety, stress, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, alopecia, back pain and abdominal pain outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash macular, rash pruritic, rheumatoid arthritis, sleep disorder, stress, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013: satisfactory wire occlusion of fallopian tubes. Ultrasound scan vagina - on (B)(6) 2015: unilateral occlusion (left tube occluded). Pelvic pain, abdominal distention, headache, migraine, arthritis, menometrorrhagia, menorrhagia, vaginal hemorrhage, hot flashes, fatigue, alopecia, nausea, most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr were received: events: vaginal haemorrhage, genital bleeding, asthenia, menometrorrhagia, abdominal distension, sleep disorder, hot flush, menorrhagia, rash macular, rash pruritus, depression, anxiety, stress, rheumatoid arthritis, migraines, headaches, nausea, tooth disorder, nickel allergy, dysmenorrhea, dyspareunia, fatigue, ibs, alopecia, back pain, pelvic pain, abdominal pain. Event outcome of migraine was updated. Concomitant conditions were added. Historical drugs were added. Reporter causality comment was added. Lab data were added. Essure removal date with surgeries were added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.